Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that head computerized tomography (CT) revealed clinically significant brain hernia with an onset date of (B)(6) 2024. Actions taken include dehydration and decompression. The patient has not recovered and the issue not resolved. This adverse event (ae) was not related to the disease under study. Ae possibly related to an underlying condition. Ae not the result of a device deficiency. Patient's baseline modified rankin scale (mrs) score 0, baseline national institutes of health stroke scale (nihss) 14. The site assessed this event as not leading to congenital anomaly, death, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as a serious adverse event possibly related to the study procedure. Final post-procedure mtici score 3. Additional information received reported the site assessed the cause of the brain hernia as possibly related to an underlying patient condition or disease. The event was noted as "not resolved at the time of patient discharge on (B)(6) 2021 and nihss was 22 at that time. It was also noted that in the index procedure, the microcatheter and guidewire were damaged due to the patient's tortuous anatomy and were replaced to complete the procedure. Additional information received indicating that 2 solitaires of the same model and lot were used in the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the rebar catheter was used with the solitiare in the first pass. Another microcatheter was used for the second pass. "Due to damage to the microcatheter and micro guidewire caused by the tortuous path, the catheter was replaced with a frepass microcatheter (0.021 inch × 150 cm)." The patient's vessel curvature is severe, so the microcatheter damage is normal use damage.